Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with the kangaroo e-pump adaptor. The customer reports that the kangaroo e-pump unit stopped working. The customer took the unit apart, they observed that the power adapter block was melted. There was no visible smoking or flames but the power adapter block had external melting.